Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. Reportedly, the hp has respiked a solution bag with the heater line of home pt's homechoice cassette. At the time of this report, the hp was advised to end therapy and was instructed on the proper procedure. The hp reportedly would complete therapy with a manual exchange. No pt injury or medical intervention reported per hp.